Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " during insertion the wire had difficulty advancing past the needle tip. Once the wire was withdrawn it had kinked that would not advance." It was orginally reported there was no patient injury or consequence. No medical intervention required and the patient's current condition is reported as "fine". Additional information receieved said the patient's current condition is "expired". It is reported as "unknown" if the malfunction contributed to the patient's death as the patient was 92 with respiratorg issues. Associated MDR numbers: 9680794-2024-00305, 9680794-2024-00306, and 9680794-2024-00307.

Event description:
It was reported " during insertion the wire had difficulty advancing past the needle tip. Once the wire was withdrawn it had kinked that would not advance." It was orginally reported there was no patient injury or consequence. No medical intervention required and the patient's current condition is reported as "fine". Additional information receieved said the patient's current condition is "expired". It is reported as "unknown" if the malfunction contributed to the patient's death as the patient was 92 with respiratorg issues. Associated MDR numbers: 9680794-2024-00305, 9680794-2024-00306, and 9680794-2024-00307.

Manufacturer narrative:
(B)(4).